Event description:
Event description guidant received information that at implant, the lead had good measurements. Overtime thresholds have increased and diaphragmatic/phrenic nerve stimulation has been noted. A lead revision was performed and afterward fluctuating out-of-range impedances were noted as was noise on the left ventricular (lv) channel.